Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the issue was caused by a faulty front panel. However, the specific cause of the faulty front panel could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had a e333 touch panel error. The issue was found during an unknown therapeutic procedure. There were no delays reported and the procedure was completed using a similar device. There were no reports of patient harm.